Event description:
(As was reported to co's sales rep by the user facility). Piggyback circuit cracked off during surgery first time. The second cracked while trying to replace the first defective circuit. Finally, third circuit worked.